Manufacturer narrative:
Concomitant products: product ID: 977c265, lot#: va1b1uu010, implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: lead. Product ID: 977c265, lot#: va1b1uu010, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The ins was explanted and returned and not replaced.